Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line tubing during peritoneal dialysis therapy on the homechoice. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with the naked eye and no were issues noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.